Event description:
The patient reportedly experienced facial nerve stimulation from her implant. The doctor performed a CT scan which showed that the electrode was resting on the facial nerve. Surgery to explant the patient's device will be scheduled. The patient will be reimplanted with another advanced bionics device.